Manufacturer narrative:
Reporter is a synthes employee. Part: 314.116, lot: 28p9763, manufacturing site: (B)(4), release to warehouse date: november 27, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that the tip of the screwdriver is deformed, and the edges are rounded. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the relevant features are heavily damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition of the screwdriver shaft stardrive is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the exact cause of this occurrence. We can only assume that the damage was caused due to a handling issue. It is likely that the device was not fully inserted into the screw recess. By this, the force was not allocated on the whole cruciform during its use which finally led to the malfunction. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that the patient underwent open reduction internal fixation (orif) surgery for proximal humeral fracture on (B)(6) 2020. During the surgery, the screwdriver shaft couldn¿t hold the screw. The surgeon used another screwdriver shaft, and the surgery was completed successfully without any surgical delay. Patient outcome was stable. After the surgery, the surgeon tried to hold other screws with the screwdriver shaft but couldn¿t. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).